Manufacturer narrative:
Date of event: (B)(6) 2013.

Manufacturer narrative:
Additional information was received that the patient¿s ipg was almost falling out and was eroding through the skin. The patient underwent an ipg replacement and was reportedly doing well following procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site and the ipg appeared to be closer in the surface. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site and the ipg appeared to be closer in the surface. The patient will undergo a pocket revision.